Event description:
Information was received indicating that ambulatory infusion administration set exhibited leaking from around the filter. No adverse patient effects were reported.

Manufacturer narrative:
Nine samples of cadd® cadd® administration set were received. Eight samples were too occluded to decontaminate. One sample was not occluded and was decontaminated. Leak testing on the samples were performed using hydrostat vessel to look for unusal functions. For the eight contaminated samples, it was necessary to apply high pressure in order to pass fluid through the assembly. In seven (7) of these contaminated samples, a leak was observed coming from the air vent of the filter. For one of the contaminated samples, a leak was observed coming from the bonding of the filter with the tube. No discrepancies were observed for the decontaminated sample. The most probable root cause was that the filter was received damaged from the supplier or that the filter became damaged after the product left smiths medical facility. The manufacturing and quality inspection processes were reviewed and considered adequate and correct.